Event description:
It was reported that the stent fell off the balloon prior to deployment. An 8.0mm x 40mm x 75cm express ld premounted stent system was advanced for use in the stenosed subclavian artery. It was then decided to remove the device and predilate again. Upon removal of the device, it was observed that the stent had fallen off the balloon in the subclavian artery. A 4.0 x 40 mm balloon was able to be threaded into the stent, and the stent was deployed in the radial artery. The procedure was completed, and the patient was expected to fully recover.

Manufacturer narrative:
G4 - premarket / 510(k) #: k133110, p090003.